Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation has shown that the drill bit tips are broken off. The remaining tips were not returned for evaluation. In addition, there are some discolorations visible on both items. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records review was completed for part# 310.250, lot# 9652616. Manufacturing location: (B)(4), manufacturing date: oct 06, 2015. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID, age/date of birth and weight were not provided for reporting. Additional device product codes reported gff, gfa, hsz. Implant and explant dates: device is an instrument and is not implanted / explanted. Initial reporter contact information (B)(6). PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device history records (DHR) review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follow: it was reported that on (B)(6) 2017, patient underwent surgery for the fracture of distal humerus and olecranon. During the procedure, two (2) drill bits broke and both drill bits generated fragments. There was a surgery prolongation of 30 minutes as the physician tried to remove the fragments. Fragments could not be removed and were left in patient. Patient status was reported as okay. Procedure was completed successfully. This report is for one (1) 2.5mm drill bit. This is report 1 of 2 for (B)(4)